Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one month postoperative to open colorectal surgery, the patient had to undergo emergency surgery in another hospital because the staples were opened.